Event description:
It was reported that the patient presented for MRI procedure. Upon interrogation, the left ventricular (lv) lead exhibited high pacing impedance. Programming changes were made however unsuccessful to address the event. No patient consequences reported throughout.